Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the device found that there was no stent on the sds. The stent was not returned for analysis. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile was measurement which is within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon body was visually inspected and no issues were noted. Balloon folds appeared relaxed indicating that positive pressure was applied. This would have initiated stent deployment. There was evidence of hardened medium inside the balloon body and along the extrusion shaft. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. The types of damages noted are consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid-left circumflex (lcx) artery. After pre-dilation was performed, a 2.25x12mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported. However, returned device analysis revealed stent detachment.